Event description:
It was reported that when the ventilator is turned on, the screen just freezes or flashes. The customer reset all the connections and found no error codes in the ventilator diagnostic logs. The issue occurred during set up for use with no delay to therapy noted. The customer was provided with a quote for service/repair of the device that was not accepted. The customer did not provide repair information of the device although requested.

Manufacturer narrative:
The user interface assembly and battery were returned for failure analysis. A visual inspection of the returned components was performed, and no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found on the user interface assembly. The battery will not charge and found to be out of specification.

Manufacturer narrative:
The service provider (sp) inspected the device and found that the unit's touchscreen flashes different colors, and the battery was defective. The sp replaced the battery and user interface (ui) assembly to address the issue. The unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.